Event description:
It was reported that the patient was admitted to the hospital with its leadless pacemaker exhibiting loss of capture. High pacing impedance was noted as well. Programming changes were performed, however, the physician later elected to replace it. The device was deactivated and remained implanted. A new leadless pacemaker was implanted. The patient condition was stable.

Event description:
New information received indicated that the patient experienced syncope episodes due to the loss of capture.

Manufacturer narrative:
Correction for h6 coding.